Manufacturer narrative:
The event date was unknown so the aware date was used in its place.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure had no complications and the closure device was successfully released in the laa after one partial recapture. At an unknown time the physician discovered that the patient had a pericardial effusion. The physician reported that the patient wasn't feeling well so a follow up echo was performed. At that time it was noted that the patient had a pericardial effusion. A pericardiocentesis was performed and the physician reported that 140cc of fluid was removed. The patients hemodynamics remained normal and the patient was well and went home the next day.